Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
A copy of customer's medwatch report from the FDA which states, "while waiting outside in the hallway outside of CT, alaris brain and 4 channels spontaneously shut down. This is an incident that occurred on an very unstable patient requiring vasopressor medications and requiring multiple blood transfusions. There was no immediate harm to the patient as the nurse was able to quickly manage the medications." An incomplete date of event of (B)(6) 2019 was provided. Although requested, no additional information about the patient, medication, or event provided.